Manufacturer narrative:
.

Event description:
The pt reported that the pump had flipped in the pocket and the hcp was unable to access her pump fill port. The pump was flipped back without surgery and the pump was refilled. No pt symptoms were reported. A pump implant revision was scheduled. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.